Manufacturer narrative:
Model number/catalog number 720185-01 serial number n/a batch/lot number 813951018 model/catalog description reservoir flat iz 100 ml unique identifier (UDI) # (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ms pump was visually inspected, leak and functionally tested. The ms pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the ms pump. The pump passed the functional test. The cylinders were visually inspected and tested for leaks. The first cylinder outer had fatigue from bulged in the proximal end of the cylinder. The first cylinder had bulged when inflated with syringe. The second cylinder passed the visual inspection. No damage or abnormalities were found. No leaks were found in the second cylinder. The reservoir was visually inspected and tested for leaks. The reservoir passed visual inspection. No damage or abnormalities were found. No leaks were found in the reservoir. Based on the information available and the analysis results, the most likely reason for the bulge and the mechanical issue was that the first cylinder had bulged at the proximal end. The DHR review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of discomfort, erosion, bulge, and mechanical issue were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced cylinder erosion, discomfort and the device was not working as expected as the cylinder had an aneurysm. A surgical procedure was performed to remove and replace the ipp. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced cylinder erosion, discomfort and the device was not working as expected as the cylinder had an aneurysm. A surgical procedure was performed to remove and replace the ipp. No additional patient complications were reported.